Manufacturer narrative:
The patient's product was requested for investigation. No product was returned for investigation. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The reporter stated that the event occurred either on (B)(6) 2019 or (B)(6) 2019. A sample from this patient was tested in the laboratory using an unknown method, resulting with a value of 2.35 inr. Within 1 hour of laboratory testing, a sample from the patient was tested using the meter, resulting with a value of 3.35 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 2.5 inr.